Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was received: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current patient status? Please provide the status of the device(s) as it has not been received for analysis. Response: I´m sorry, but can´t give further info. .

Event description:
It was reported that there was a post-op leak following an unknown procedure. They cannot explain what happened. Under the surgery they had fine donuts from the stapling.

Manufacturer narrative:
(B)(4). Date sent: 06/14/2022. Additional information received: background info (B)(6) hospital. Before the surgical team started to use the instrument, the local aam has been there for several meetings and demonstrated how to use the instrument correctly. Even the new stapler is very similar to the product they have been using from us for more than 10 years all doctors and the or nurses were trained on the new product. To support even further our aam have been to many of the operations to see and guide the team if needed how to use the instrument during start up. All surgeons in the team have been trained and use the instrument correctly with fine surgical ¿doughnuts¿ every time. Incidents description and actions: (B)(6) 2021: the stapler has worked 100% as it should at every procedure and during surgery they have had fine ¿doughnuts¿ from the stapling instrument. As the leaks happened several days or weeks post-surgery the surgical team explains to us that this most likely has to do with patients being very sick. Both from their cancer and being in bad general health status. Further investigation on the issue is done by our aam to find out more even the surgeons don¿t think it has to do with our product. None of the surgeons link the post-surgery leaks to the surgical stapler since a mechanical issue with the stapler would have shown within or or first 24-48 hours post-surgery. All staplers has worked as they should and therefore discarded after surgery as no concern was raised during surgery. The following days and weeks our aam had a lot of meetings/talks with the surgical team to discuss if we could support them in any way. Additional actions: we were planning to set up a meeting with the surgeons and the expert team from emea and us. But they all reject that support as not necessary. They all think and explain that it isn´t the product, but sometime leakage comes for a period and then goes away again. There was several different batch supplied. H1: MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.